Manufacturer narrative:
This case is still under investigation by the manufacturing site. Additional information is being solicited. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: additional information was not provided. The distributor was not familiar with the reported event. There was no contact information in the medwatch. The lot number was not provided. A batch record review could not be performed. This case was reviewed by a clinician who concluded that there is insufficient information and it is unclear what the specificic allegation is for. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2023 anika received a medwatch (B)(4) from the FDA. It was reported on the medwatch that a patient of an unreported age and demographic responded to a question for a monovisc refill of being hospitalized due to fluid pill and potassium out of control. There is no report of any device malfunction with this report. Additional information has been solicited.

Manufacturer narrative:
This case is still under investigation by the manufacturing site. Additional information is being solicited. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 20mar2023 anika received a medwatch (mw5115639) from the FDA. It was reported on the medwatch that a patient of an unreported age and demographic responded to a question for a monovisc refill of being hospitalized due to fluid pill and potassium out of control. There is no report of any device malfunction with this report. Additional information has been solicited.